Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was in the hospital and was told by a physician that "[the patient] had irregular heart beats and maybe the [implantable cardioverter defibrillator (ICD)] doesn't have enough power left on it to do anything." The ICD remains in use. No further patient complications have been reported as a result of this event.